Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the pump was not returned. Data log review showed purge pressure (pp) high alarms occurring after a bag change. 1 hour leading up to the bag change, the purge pressure had dropped from 600 to 200mmhg and the purge flow had dropped to 0 l/min. It was noted that the purge flow ticks had flatlined at this time as well. The cause of the purge pressure high was not determined as no product was returned, the data log review was inconclusive, and insufficient clinical details were provided. Device history review: the pump passed all post sterile inspection checks.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. After 39 hours of impella 5.5 support the device was exchanged due to high purge pressure alarm. Tissue plasminogen activator (tpa) was unsuccessful in resolving the alarm. No patient harm reported.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: the instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿